Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult vascular anatomy preventing successful delivery of impella. Device history lot: device lot: 1932182. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.5 for mechanical circulatory support. The patient was in fulminant cardiogenic shock with a severely reduced ejection fraction of 5%. Postpartum cardiomyopathy was suspected as the underlying cause. The patient was initially supported with extracorporeal life support via peripheral veno-arterial extracorporeal membrane oxygenation (va ECMO) and the clinical team made the decision to escalate the patient to ecpella support with an impella 5.5. The impella 5.5 could not be delivered to the left ventricle due to the patient¿s vascular anatomy. After several attempts, the procedure was aborted, and the decision was made to implant the impella cp. The impella cp was successfully implanted via the right axillary artery. On day three of impella cp support, the patient was noted to be in very critical condition and was entirely dependent on mechanical circulatory support therapy. Due to severe ischemia in the patient¿s right leg from a complication caused by va ECMO, the medical team made the difficult decision to amputate the patient's right lower leg. Additionally, it was noted that the pump was running well despite several suction alarms, which the medical staff attributed to supporting the patient with both va ECMO and impella cp simultaneously. The following day, the patient expired in the setting of septic shock and multiple organ failure. The physician stated that the impella functioned without problems until the time of death, and the impella cp was not the cause of death. This complaint involves two automated impella devices: pump 1: impella 5.5, with serial number (B)(6) pump 2: impella cp, with serial number 595450 this report specifically addresses pump 1: impella 5.5, with serial number 600942. A separate report will be submitted for the other device associated with this complaint. Refer to section h10 for the related report number.

Manufacturer narrative:
A4, a5, a6 are unknown. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 35-year-old female with an unknown prior medical history presented in fulminant cardiogenic shock with an estimated ejection fraction of approximately 5%. Postpartum cardiomyopathy was suspected. Primary extracorporeal life support (ecls) was initiated with peripheral veno-arterial extracorporeal membrane oxygenation (va-ECMO). Due to persistent severe cardiogenic shock, a decision was made to escalate to combined ecpella support. Impella 5.5 was initially selected; however, advancement into the left ventricle was unsuccessful due to patient vascular anatomy. After multiple attempts, the procedure was aborted, and a right axillary artery impella cp was successfully implanted instead. Two days after initiation of impella cp in combination with va-ECMO, multiple suction alarms and low pump flow events were observed which can be expected with combined therapies and patients that are in persistent cgs. The patient remained in critical condition and was noted to be 100% dependent on mechanical circulatory support. On the same day, right lower extremity ischemia was identified and attributed to ecls cannulation. The clinical team proceeded with right lower leg amputation. Subsequently, the patient developed complete multiorgan failure (mof). Given continued clinical deterioration and poor prognosis, therapy was limited. The patient expired. The unsuccessful attempt to place the impella 5.5 due to vascular anatomy will be reported as a malfunction type of reportable event (inability to advance). The death will be conservatively reported against the impella cp. The patient underlying condition (fulminant cardiogenic shock, suspected secondary to postpartum cardiomyopathy) contributed most to the demise outcome complicated the limb ischemia related to va-ECMO cannulation, and subsequent multiorgan failure. Per the physician, the demise was not considered related to impella device function. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.